Manufacturer narrative:
(B)(4). There were no reported device malfunctions and the device was not returned. A lot history review was unable to be performed since the lot number was not provided by the site. The reported patient effects are known, foreseeable effects. All of the shipped products are inspected in the production process for meeting the product specifications and releasing criteria, and based on the information reviewed, there is no indication of a product deficiency. The device is manufactured by (B)(4). Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4) during the surgery, an extra stiff wire was placed at the cath site to put patient on bypass machine. The three graftmaster stents were discovered to be outside of the lad, protruding into the pericardium. The three graftmaster stents were removed from the pericardium. Ligation of the lad was performed and the lad was bypassed via saphenous vein graft. Patient had 2 plus edema and gained 24 pounds ((B)(6)) between (B)(6) 2016. The patient was extubated on (B)(6) 2016. As of (B)(6) 2016, weight is steadily declining with continued diuresis. Patient experienced acute anemia and thrombocytopenia due to blood loss, and received platelets on (B)(6) 2016. While there was a decline in hemoglobin value of 9.8 on (B)(6) 2016 to 9.2 on (B)(6) 2016, the patient hemoglobin was recovering and had a hemoglobin value of 9.6 at discharge. The patient was discharged with no adverse sequelae as of (B)(6) 2016. Reportedly, the two expired graftmaster stents had expired in february 2016, but the site did not have other graftmaster devices of those sizes on-hand; these expired stents were intentionally deployed due to the emergent need for use for this patient. No additional information was provided. (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The graftmaster rx device(s) referenced are being filed under separate manufacturing report numbers. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a percutaneous coronary intervention to treat a chronic total occlusion in the mid to distal left anterior descending (lad) coronary artery via deployment of a 2.25x32 non-abbott stent in the most distal segment, then via deployment of a 2.75x38 non-abbott stent in the mid lad. Angiography showed a perforation with extravasation in the mid lad. Reportedly, while no guide wire device issues were noted with any of the guide wires used, the last guide wire used in the procedure (a grand slam wire) is believed to have contributed to the perforation, as the occluded vessel did not allow the wire to follow the vessel path. Pericardiocentesis was performed. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. A 2.8x19 rx graftmaster, then an expired 2.8x19 rx graftmaster, followed by an expired 2.8x26 rx graftmaster covered stents were each implanted in the lad in an attempt to seal the perforation with each deployment; after placement of each stent, there was still no improvement to bleeding. CPR was continued and the patient redeveloped escape rhythm and intermittent sinus rhythm (arrhythmia). The patient intubated and was emergently transferred to the operating room for open heart surgery. The patient was in ventricular fibrillation at the start of surgery and was cardioverted back to a normal ventricular rhythm. Left ventricular (lv) function was very poor with severe global hypokinesis. The patient was allowed to recover via bypass machine for over 90 minutes and epinephrine was administered, improving blood pressure and lv function. Case description continued in investigation details.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Pathum (B)(4), registration number: 3003780911. Abbott vascular distributes the device and is responsible for MDR reporting.